Event description:
It was reported that the brakes will not stay engaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The product code d2b, common device name d2a, catalog number d4, and the serial number d4 have been corrected.

Event description:
It was reported that there is reduced/inadequate brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.